Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she had a high blood glucose of 517mg/dl. She corrected with the insulin pump. The customer declined to troubleshoot for high blood glucose. Current sensor glucose value is 80. Current blood glucose value is 120mg/dl. Multiple blood glucose requests have been occurring for more than 3 hours. The insulin pump will not be returned for analysis.